Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 180mcg via an implantable pump for intractable spasticity. It was reported on an unknown date pump was flipped it was noted that patient pushes on the pump and that may have led, caused or contributed to the flipped pump. It was noted no diagnostics or troubleshooting was performed. It was noted surgical intervention occurred. It was stated the pump flipped by patient several times. Patient was taken to surgery to check the catheter and move pump to flank. After the pocket was opened, the catheter was confirmed in tact. Healthcare professional decided to leave pump in abdomen. It was noted it was tacked down and closed. It was noted that the issue was resolved at time of report and patient's status was alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.